Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000167. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not fully boot because the x-ray detector was not available. Reviewed the logs and found detector interface status event: error 27 vdc out of spec. Noticed that the blue led lights and everything inside the gantry were not on at all including the fans, checked all voltages going to the detector interface module from general purpose input / ouput (gpio) and they were all correct. The manufacturer representative reseated all the connections on the detector interface module and the system came back to life. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. No parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while setting up for a case, the manufacturer representatives noticed the image acquisition system (ias) on the unit was stuck in standalone mode and they were unable to take any scans. They rebooted and reconnected the interconnect cable a few times but the issue did not resolve. The site mentioned that there looked to be damage on the interconnect cable. The site called to about further troubleshooting, they attempted to reboot the system with a umbilical cord disconnected. The pendant remained in stand alone mode, and there were three gray lines. The mobile viewing system (mvs) was ready, the pendant was ready but the x ray was disabled. The site tried to toggle the x-ray button but there was no result, and the system was still stuck in stand alone mode. The most likely / suspected cause of th e event was the interconnect cable. There was no patient involvement.